Event description:
It was reported that the device was not working, and that the blower was overheating. It is unknown if the device was in clinical use at the time of the event. No patient or user harm reported.

Manufacturer narrative:
Multiple good faith efforts were performed to gather further details regarding the event; however, no response was provided. No parts were returned for failure investigation. A supplemental report will be submitted when new information is obtained.